Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer blood glucose value was high 400 mg/dl and low 40mg/dl at the time of the incident. Customer stated that sensor glucose get before the insulin pump shuts off and suspends delivery, including micro boluses while in automode. The insulin pump will not be returned for analysis.